Event description:
A malfunction alarm was reported, but no notable events occurred prior to this. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. The malfunction did not recur after the pump was reset, allowing the customer to continue using the pump. Technical support instructed the customer to call back if any malfunction code recurs, and the customer acknowledged and understood these instructions.